Event description:
Caller reported that the cartridge was not fitting properly on the pump, with the cartridge not fully snapping into place despite attempting to reload. Caller declined to provide blood glucose level information, so there was no reported impact recognized. Technical support instructed the caller to inspect and clean the pneumatic tap area and ensure the cartridge o-ring was in place. Despite these efforts, the issue persisted. A new cartridge was still unable to load successfully, prompting technical support to decide on replacing the pump. The customer was instructed on storage mode and will use multiple daily injections as backup insulin therapy while waiting for the replacement pump.